Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a rectosigmoidectomy, the device could close properly. During stapling, there was an unusual noise, the device released opened staples. The device operator had to dissect at the lowest part, clean and aspirate to retrieve the staples, and then used another new device to complete the procedure successfully. The surgery time was extended. Additional attempts to obtain information have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received engaged with the reload. The reload was unloaded from the instrument without difficulty. Initial visual inspection of the instrument found no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reloads. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a set of sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3367, 3266); results (213); conclusion (61). Manufacture reference number: (B)(4). H3- evaluation summary post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received engaged with the reload. The reload was unloaded from the instrument without difficulty. Initial visual inspection of the instrument found no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reloads. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a set of sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.